Event description:
High impedance, apparent lead fracture, and intermittent capture were reported and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
High impedance, apparent lead fracture, and intermittent capture were reported and the lead was explanted and replaced. A lawsuit further alleged that the patient experienced inappropriate and/or excessive shocking and lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.